Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). Following pre-dilatation, a synergy stent was placed in the proximal to mid rca. A 3.00x16mm synergy drug-eluting stent was then advanced for treatment in distal rca. However, the device was unable to cross through the previously implanted synergy¿ stent in proximal rca. When the device was removed, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.